Event description:
It was reported that the patient presented remotely. Upon review of transmission, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. Patient was stable.